Event description:
It was reported that there was a lead alert for increasing, high threshold on the left ventricular (lv) lead. The lv lead was adapted to the epicardial lead with bipolar configuration and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.